Event description:
Caller reported blood glucose result of 58 mg/dl, ate some carbohydrates, retest result after 10 minutes was 92 mg/dl on the aviva system. Retest on same system after another 2 minutes was 58 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.